Manufacturer narrative:
(B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and mild calcification in the left subclavian artery. The armada 35 balloon catheter was advanced to the target lesion for post-dilatation; however, a circumferential rupture occurred with the balloon at 4 atmospheres. The complete device was removed from the patients anatomy without any issues. A new balloon was to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual testing were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.